Event description:
It was reported that the patient had an ongoing pain at the driveline site. Cultures were positive for 4+ staphylococcus intermedius/ pseudintermedius as well as 4+ staphylococcus epidermis (coagulase-negative staphylococci). The patient was started on clindamycin (cleocin). Additionally, on (B)(6) 2023, the patient's international normalized ratio (inr) was low requiring doses of subcutaneous lovenox (enoxaparin) and it resolved on (B)(6) 2023. On (B)(6) 2023, the patient experienced abdominal discomfort with symptoms of 2 times frank red blood in stool, decreased hemoglobin, and higher inr. They were admitted to regional hospital and was transferred to the site hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR numbers # 2916596-2022-12481, #2916596-2022-14145, #2916596-2023-00709. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and low international normalized ratio (inr) could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, it was communicated that due to privacy laws, no further information will be provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, lists potential adverse events, including infection (local, driveline, pump pocket) and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists infection as a potential late postimplant complication. This section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.